Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported unexpected high blood glucose levels lately related with wetness in self adhesive. The self adhesive is wet and it smells of insulin. It has happened several times lately. Discrepant results. No adverse event alleged. A request was made for the return of the device.